Event description:
It was reported that during a surgical case, the screw broken and remains in the patient's bone.

Manufacturer narrative:
The warnings in the package insert state this type of event may occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.